Manufacturer narrative:
Combination product: yes the returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon has been inflated and was returned in a partially deflated state. Microscopic analysis showed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped in between the two radiopaque markers. The stent was not returned for analysis. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. Considering the physicians description of the complaint event, the most probable root cause for the complaint event is related to the handling during the intervention (i.e. Forceful pushing when resistance is met), which is warned against in the IFU.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a pre-dilated lesion (99 percent stenosis degree) in the mid lad. During attempt to deliver the stent to the target lesion, some resistance was felt. When applying more force the device passed, but the stent dislodged. The stent was retrieved with a snare. Another stent was used to complete the intervention.